Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 3.0x38mm xience alpine; 3.0x23mm xience alpine. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and foreign body in patient appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. The 3.0x38mm and 3.0x23mm xience alpine stents are filed under separate manufacturing report numbers.

Event description:
It was reported that the procedure was to treat a right coronary artery with calcification but no tortuosity. A balance middleweight (bmw) universal guide wire was successfully advanced to the lesion and unspecified balloon dilatation catheters, as well as two xience alpine stent delivery systems, were successfully advanced along the bmw universal guide wire without issue. During removal, the bmw universal guide wire stuck on one or both of the two previously implanted xience alpine stents. The bmw universal guide wire coils stretched and the tip separated. The tip of the bmw universal guide wire went into the aorta. The physician stated that the tip of the bmw universal guide wire probably endothelialized. The patient was fine and in stable condition. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.